Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and system logs recorded error 26015 pointing to the proximal setup joint and not the usm. Unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart fixture test platform where it passed all test related to the reported problem. No signs of damage during visual inspection. The probable root cause cannot be determined based on the information provided and failure analysis results. Although the field service engineer noted intermittent errors, no product issue was identified during failure analysis and no related errors were found in the logs. Failure analysis found no functional issues. The usm was visually inspected and evaluated for its mechanical characteristics. The failure analysis investigations of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) 1 was not working. The issue was reported to technical support by an operating room (or) staff member after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and did not find any associated errors. The tse informed that the arm should be functional. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noted that arm 1 unexpectedly stopped moving and was unresponsive when he was finishing the procedure, although no error code appeared on the screen. To address the issue, the team swapped to different instruments and attempted to move the arm from the surgeon side console (ssc), but these actions did not restore functionality. Consequently, they contacted customer service for further assistance. The procedure was completed, and all four arms were no longer required for the remainder of the operation at the time of the event.